Manufacturer narrative:
The device was returned for evaluation and visual inspection under magnification shows no electrode wear with a trace amount of dried tissue present on the electrodes; however, there are no visual signs of activation. During functional testing, the wand performed as intended. The customer¿s complaint regarding would not coagulate could not be verified as the returned wand performed as intended. The root cause for this event could not be determined with confidence as several factors could contribute to the device not coagulating. It is possible that there was not sufficient saline outflow or suction which decreases the functionality of the device. The IFU contains instructions regarding the proper set up of the device in order to obtain the maximum effect during use.

Event description:
It was alleged that the evac 70 xtra wand did not coagulate when activated and there was no back-up device available for use. There have been no reported patient complications.